Manufacturer narrative:
Results: the velocity was fractured approximately 28.0 cm from the hub. Conclusions: evaluation of the first velocity revealed it was fractured on its proximal shaft held together by the wire. This damage was likely a result of manipulation after the reported kink occurred. The reported kink was likely a result of forcefully advancing the device against resistance. The reportedly overtightened rhv was likely the root cause of that resistance. If a kinked catheter is subsequently manipulated the kink may eventually fracture. Evaluation of the second velocity revealed a fracture on its mid-shaft and a stretched strain relief. This fracture was likely a result of forcefully retracting the device against resistance. The reportedly overtightened rhv was likely the source of this resistance. Further evaluation revealed the strain relief was stretched. This too was also likely a result of retracting the subject velocity through an overtightened rhv. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00900.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician used a velocity and a non-penumbra sheath to deploy a stent device. However, the velocity broke while being removed. It was reported that the rotating hemostasis valve (rhv) might have been too tight. While attempting to insert another velocity into the rotating hemostasis valve (rhv), the velocity became kinked; therefore, it was removed. It was reported that the rotating hemostasis valve (rhv) was too tight. The procedure was completed using a new velocity and the same sheath. There was no report of a adverse effect to the patient.